Event description:
Consumer complaint of high blood results. Expected blood glucose results range from 110 to 145 mg/dl. Customer feels ill and observed symptoms of dizziness, blurry vision, anf fatigue. Medical intervention wil be sought. Blood test performed during call one hours after meal ((B)(6) 2015; 11:02am) with result of 377 mg/dl. Verified storage of test strips is within specification verified storage of test strips is within specification since they are kept in bedroom. Test strip lot manufacturer's expiration date is 07/22/2017 and open vial date is not verified. Recall test results performed fro meter memory: (B)(6); 9:20pm - 278 mg/dl, (B)(6); 1:22pm - 470 mg/dl. (B)(6); 10:33pm - 420 mg/dl, (B)(6); 1:06 - 407 mg/dl, (B)(6); 2:41pm - 304 mg/dl, (B)(6); 2:41pm - 304 mg/dl, (B)(6); 1:58pm - 288 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had inaccurate reference.